Manufacturer narrative:
Section a3: patient gender not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic due to sporadic system controller alarms with no correlating screen displays. Interrogation revealed 3 low voltages, 4 low voltage advisories, and 26 power cable disconnects. As a precaution, it was thought swapping out the controller could be a good idea.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnects alarms was confirmed via log file analysis; however, the reported event of an issue with the display screen of the system controller was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted (B)(4) for review that showed events spanning approximately 3 days (on (B)(6) 2024 per timestamp). Intermittent atypical power cable disconnect alarm associated with relative state of charge (rsoc) invalid faults on both power cables were active on (B)(6) 2024 from 03:25:52 ¿ 20:21:08. These alarms occurred while connected to battery power and the mobile power unit. These alarms were not associated with a power source exchange and cleared shortly after activating. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking if any troubleshooting was performed, if the alarms resolved, if any product was exchanged, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications was shipped on 20apr2021. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.